Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc act and up buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. No moisture damage on electronic assembly during visual inspection. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that they received a button error alarm that could not be cleared. Customer reported they were unable to clear the alarm with the escape and act button. The customer's blood glucose was 296 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also reported experiencing low blood glucose, but was treated with glucose tablets. It was also found a battery replacement did not resolve the issue. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.